Event description:
New information received notes that the ventricular threshold was also high since initial implant. Physician decided to replace both rv lead and ICD. Lead was explanted and replaced. The patient was doing well post-procedure. Patient was discharged home.

Manufacturer narrative:
Internal insulation abrasion breaching the re lumen and etfe coating of the re cable underneath the distal region of the svc shock coil was noted at 30.5-31.5 cm from distal tip. This is consistent with the observation from the field of noise and inappropriate shock. Other damages found on the lead were consistent with those occurring at time of explant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received two inappropriate shocks for lead noise and was in the emergency room. The noise was not reproducible in clinic with pocket manipulation and isometrics. Lead replacement was recommended. No further information is available at this time.